Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'IV pump with heparin drip running for 6 hours but bag remained full' which was reproduced during evaluation when the device failed flow accuracy testing with an error of -7.4808%. The reported problem "pump did not alarm with an upstream occlusion alarm" was not reproduced during evaluation. The device was tested for upstream occlusion detection and was able to properly detect and alarm for an upstream occlusion. The event history log review was completed. The customer reported that the event involved a 6 hour heparin drip. An infusion of heparin was initially programmed 6 days prior to the reported event date, an upstream occlusion alarm occurred 2 days prior to the event date and was cleared by the user, the pump continued to infuse into the reported event date. On the reported event date, the existing infusion of heparin from the prior 6 days completed. The user updated the vtbi (volume to be infused) to 200 ml and a rate of 31 ml/hr, which will run for approximately 6 hours, and it is likely that this is the event the customer is referring to. The user started the infusion and the pump stopped four hours later when the door was opened. The user did not resume the infusion. An upstream occlusion alarm did not occur during the infusion on the reported event date, however the pump alarmed for an upstream occlusion two days prior to the event and therefore this problem is potentially related to the issue described in fa 2021-056. If an upstream occlusion is not properly addressed when the pump alarms for the occlusion, the pump may not detect subsequent upstream occlusions. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the failed accuracy test was found to be out of adjustment pressure plates. The pressure plates requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm upstream occlusion during infusion of a heparin which was running for 6 hours and the bag remained full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During functional testing the device was tested for upstream occlusion detection and able to detect an upstream occlusion properly. The reported issue "IV pump with heparin drip running for 6 hours but bag remained full" was not reproduced. The device was tested for flow accuracy and found to deliver fluids, however it resulted in an accuracy error of -7.4808% which is outside specifications. The pressure plates require adjustment to correct this condition. The event history log was reviewed for the reported event date and shows the user updated the volume to be infused (vtbi) to 200 ml and a rate of 31 ml/hr, which will run for approximately 6 hours, and it is likely that this is the event the customer is referring to. The user started the infusion at 04:20. The pump stopped at 08:20 when the door was opened. The user did not resume the infusion. As the customer had indicated, an upstream occlusion did not occur during the infusion in question. It is unknown if an upstream occlusion was found in the intravenous (IV) line by the user. The problem is potentially related to the issue described in fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.